Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received it. If the lfs product is returned, lifescan will eval it and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter contacted lifescan on behalf of the lay-user/pt alleging that the product was having the following power related issue: unit turns off during use, which was unresolved with troubleshooting. There were no allegations of harm or injury.